Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The complaint reported is associated to a limitation specific to smartview 3.16. In some specific conditions, the pop-ups or the parameters menus are not visible to the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to click on the appropriate answer or parameter, which explains the reported freeze during the programmer session or the presence of only the programmed mode. Re-installation of the 3.16 programmer version will not solve the issue. This limitation will be corrected in the upcoming programmer version.

Event description:
During interrogation of a pacemaker with smarttouch programmer with the 3.16 installed, it is frequent to open a programable feature like pacing mode and the yellow list only shows the current mode programmed with no other option.